Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was off bus. A field service engineer opened the back panel and observed that the full-height pyxibus module controller displayed only one light. Tested drawer controller resistance across test points 502 and 505, which measured over 4k ohms, indicating good condition. Replaced the full-height module controller to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was off bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.